Event description:
It was reported that the ilet displayed a dosing stopped message instructing the user to connect the cgm, and pairing of a dexcom g7 sensor to the ilet failed until the agent guided the user to toggle from g6 back to g7 and restart the sensor using pairing code 1259. Symptoms included loss of automated insulin dosing due to absent cgm data. Outcomes included temporary interruption of therapy with need for user troubleshooting and monitoring. Investigation included technical support review and guided troubleshooting. Investigation of this case revealed that pairing failed between the g7 cgm and the ilet, which was resolved by reselecting the correct cgm type and restarting the g7 sensor. It was concluded that the event was due to a cgm pairing issue that interrupted automated dosing, which resolved after corrective setup steps. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.